Event description:
It was reported that during a da vinci si hysterectomy procedure, two pieces of cable from the mega needle driver instrument broke off and fell into the patient. Both fragments were removed. It was also reported that one of the metal release levers broke of during removal of the instrument. The planned surgical procedure was completed. On (B)(6) 2013, the intuitive surgical, inc. (Isi) clinical sales representative provided reported that he was present during the surgical procedure. Per the csr, the surgeon was suturing the patient's vaginal cuff when it was observed that the jaws on the instrument were open and pieces of cable had fallen into the patient. The instrument was in use approximately 20 minutes prior to the instrument breaking. The broken fragments were retrieved laparoscopically. No additional surgical procedure was required and no x-ray was taken. The surgeon irrigated the surgical site to ensure that there were no remaining fragments left inside of the patient. No patient harm, adverse outcome or injury occurred.

Manufacturer narrative:
The instrument has not been returned for evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received.